Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this patient's right ventricular (rv) exhibited elevated threshold measurements. A lead revision procedure is delayed until this patient recovers from covid. Due to high programmed outputs, a request was made to have data from this device analyzed to determine an estimated replacement interval. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device remains in service and will be explanted during the lead revision procedure. No adverse patient effects were reported. It was reported that a revision procedure occurred, and this device and the associated rv lead were removed from service and replaced. No additional adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's right ventricular (rv) exhibited elevated threshold measurements. A lead revision procedure is delayed until this patient recovers from covid. Due to high programmed outputs, a request was made to have data from this device analyzed to determine an estimated replacement interval. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device remains in service and will be explanted during the lead revision procedure. No adverse patient effects were reported. It was reported that a revision procedure occurred, and this device and the associated rv lead were removed from service and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient's right ventricular (rv) exhibited elevated threshold measurements. A lead revision procedure is delayed until this patient recovers from covid. Due to high programmed outputs, a request was made to have data from this device analyzed to determine an estimated replacement interval. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device remains in service and will be explanted during the lead revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.